Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "service required" code was observed in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. The device was found to have physical damage consistent with the device being dropped. The active exhalation control module was found to be damaged and was replaced to address the issue.